Manufacturer narrative:
Failure analysis noted that the insulin pump had no button response due to corroded keypad traces. They were unable to perform the no delivery test due to no button response. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportabaility criteria.

Event description:
It was reported via phone call that they received no delivery alarms. The customer's blood glucose was 129 mg/dl at the time of incident. The insulin pump was disconnected in the hospital when the customer was there for surgery not related to diabetes. The pump alarmed no delivery after the batteries were put back in. During troubleshooting, the customer was asked to use new batteries but the pump was still locked up. The customer was unable to clear the alarms. The customer was advised to revert to a back-up plan and that the pump would be replaced. The pump was returned for analysis.